Event description:
The duett sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. Following the deployment, the pt experienced pain, pallor and absent pulses in the affected foot. An angiogram confirmed an occlusion in the anterior tibial, posterior tibial and peroneal. Treatment consisted of thrombolytic therapy, anticoagulation therapy and aspiration of the thrombus. The event was resolved with no further complications.